Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected for the reported failure mode. The complaint is confirmed. Visual inspection shows that the jaws does not open or close as intended, confirming this complaint. The link between the actuator and the trigger is not functioning as intended causing the jaws to not open or close. Exerting too much force/ device mishandling is the possible root cause for the reported failure. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in sweden that during a shoulder arthroscopy the opening/closing mechanism of the arthro grasper pen did not work. There was a surgical delay of 5-10 minutes. The surgery was completed using a similar tool. There was no patient consequence reported. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.